Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a battery depletion error message. The error occurred due to excessive magnet usage. The most recent batter measurement indicated the remaining battery longevity had recovered. No adverse patient effects were reported.